Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance (125 ohms). Other measurements were stable. Additional information indicates that there have been no further out of range measurements. The patient will continue to be monitored. There have been no adverse patient effects. The system remains in service.